Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by constipation and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, intraperitoneal, every 4th day, discontinued after three days) and meropenem injection (1g, intraperitoneal, once daily, discontinued after 15 days) for peritonitis. Two days after peritonitis diagnosis, the patient was treated with ceftazidime injection (1gm, once daily, intraperitoneal, discontinued 15 days after start) for peritonitis. The patient was also treated with heparin (1ml, intraperitoneal, once daily, discontinued on an unknown date). On an unknown date, the patient was recovered from peritonitis and was discharged from the hospital. Fourteen days after event onset, pd therapy was discontinued, and the pd catheter was removed. On an unreported date, the patient was switched to hemodialysis. No additional information is available.